Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not displaying cgm glucose because the system still contained an old dexcom g6 continuous glucose monitor (cgm) transmitter ID and an incorrect pairing code was used while attempting to view dexcom g6 data; the sensor was subsequently connected after the warm-up period. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and the healthcare provider and analysis of information provided by them. Investigation of this case revealed no device problem and identified a user usage issue related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.